Event description:
It was reported that during an angioplasty treatment procedure, deflation and removal difficulties were encountered. The 99% stenosed target lesion was located in the moderately tortuous superficial femoral artery. A contralateral approach was used and a transcend guide wire was advanced followed by the 4.5x40mm sterling balloon catheter. After several inflations at nominal pressure for "a couple seconds" each, it was found that the balloon was unable to be deflated completely and that contrast media remained in the balloon under angiography. Prior to attempting to remove the balloon, the pressure in the balloon was reported to be 0 atm. When attempting to retrieve the balloon catheter, the balloon got stuck on the tip of the sheath and the shaft was elongated. The device was retrieved and the procedure was completed with another device with no patient complications. The patient condition post procedure was reported to be good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)